Manufacturer narrative:
The lay user/patient¿s meter has been further evaluated by lifescan product analysis with the following findings: the investigation concluded that the subject meter would not turn on due to a power source issue; however, no product malfunction was identified. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a display issue with her onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue started at 7am on (B)(6) 2017, when she noticed that the backlight of the meter was on but there was ¿no display at all.¿ the patient manages her diabetes with humalog insulin which she self-adjusts, and she reported that she ¿had to alter her insulin intake.¿ she reported that she administered 6 units at 7am, 8 units at 3pm and 6 units at 9pm on (B)(6) 2017. She reported that between 5 and 6 hours after the start of the alleged issue, she developed symptoms of ¿shaky and light headed.¿ no additional treatment or medical intervention were specified. The patient denied using any other device to test her blood glucose levels. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.